Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2022, plaintiff (B)(6) underwent placement of an angiodynamics smartport in her right neck and chest, reference number (B)(4), lot number 1381420. The device was implanted by, (B)(6), aprn, at (B)(6) hospital in (B)(6), for the purpose of ongoing vein access for chemotherapy to treat plaintiff's breast cancer. On or about (B)(6) 2023, the plaintiff returned to (B)(6) hospital requesting a port-a-cath check. A port check endovascular procedure was performed which revealed that the port chamber had migrated inferiorly and significantly, likely into the mastectomy plane. As a result of the inferior migration of the port chamber, the catheter tip migrated superiorly into the brachiocephalic vein. During the procedure, it was also noted that contrast was draining outside the internal jugular vein into the catheter subcutaneous tunnel making chemotherapy infusion inadvisable. It was determined that the best course of action was to remove the right-sided port- a-cath and replace it. On or about (B)(6) 2023, plaintiff underwent a port removal procedure to remove the migrated smartport. The procedure was performed by (B)(6), aprn at (B)(6) hospital in (B)(6). On this same date, a left-side port-a-cath was placed to allow the plaintiff to resume her chemotherapy treatment.

Manufacturer narrative:
Follow up emdr #1 1319211-2026-00150 reportedly failed due to missing product code in d2 and was inadverently submitted under the wrong MDR number. This report is being submitted as a correction, under the correct MDR number of 1317056-2025-00322 with the information added to section d2.